Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
A report was received that this patient presented to the hospital with "high watt" alarms. The pump was subsequently exchanged. No further information was provided.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, inappropriate setting of the alarm thresholds, high flow. Pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, inappropriate setting of the alarm thresholds, high flow. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, inappropriate setting of the alarm thresholds, high flow. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.